Event description:
It was reported that the asymptomatic patient presented to the clinic for follow up. Upon interrogation, the right ventricular lead exhibited high thresholds. No intervention was reported. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).